Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The event investigation is currently underway.

Event description:
It was reported that upon successful retrieval of an ivc filter, it was observed that a filter foot had detached from the device. Post retrieval imaging demonstrated that the detached foot had endothelialized in the cava wall at the level of l2. The physician chose to leave the detached foot in the patient. The filter was successfully removed using a recovery cone. The filter had an indwell time of approximately 1200 days. The patient is asymptomatic.